Event description:
In 2001, a pt was brought to this facility via ambulance from a nursing home for eval of nausea, inability to eat, melena and anemia presumably associated with gastrointestinal bleeding. The pt's hemoglobin/hematocrit level on admission to the emergency room was 6.7/20.9. The pt's medical history included coronary artery disease, end stage cardiomyopathy, hypertension, peripheral vascular disease, congestive heart disease and renal insufficiency. An esophagogastroduodenoscopy, performed on the day of admission revealed mild gastric inflammation and mild antral erythema; no evidence of upper gastrointestinal hemorrhage or ulceration was found. During the following day, the pt rec'd transfusions of packed red blood cells as well as golytely to prepare the pt for lower gastrointestinal endoscopy. Two days after admission, the pt was brought to the endoscopy suite where a colonoscopy performed up to the pt's cecum demonstrated mild sigmoid diverticulosis and internal hemorrhoids; no evidence of active or recent bleeding was identified. The pt tolerated the procedure and was hemodynamically stable when it was finished. When transferred back to the pt's room, the pt was awake and alert. Although the pt's vital sign were stable and the pt was conversant with the nursing staff, the pt expired without any apparent distress approximately two hours later. The pt was released in accordance with the pt's wishes, after discussion with the medical examiner, for medical research. Discussions with the gastroenterologist and the assisting nurse revealed that there had been no problem with any of the equipment used during the colonoscopy. No equipment defects were identified by the hospital's biomedical engineering dept. It is presumed that the pt had succumbed to a sudden acute myocardial infarction.